Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Production date reported as "(B)(6) 2005". This is a preliminary investigation; if additional information or evaluation is possible, a follow-up report will be submitted. Manufacturing site evaluation: investigation - to date we have not received the complained components for investigation. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. One similar incident has been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It appears that the failure is not product related. It could be possible that the failure is patient or usage related. Rationale: in light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and device history records (DHR) files, there is no indication for a material defect or manufacturing failure. Therefore we exclude a product related error; the breakage is either patient (e.g. Due to overload) or usage (e.g. Due to the implant situation) related.

Event description:
It was reported that there was an issue with the biolox prosthetic head. On (B)(6) 2004 the patient underwent a hip implant procedure. Postoperatively, there was breakage of the head. A revision surgery was performed on (B)(6) 2019. Further information was not provided, however, it has been requested.